Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms. Reportedly, the pump was able to prime successfully but loss of primes were becoming more frequent. It was noted that cartridge and battery changes were not able to resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: a review of the pump history showed a loss of prime warning associated with a low non-zero force was recorded. During testing, the pump performed the rewind, load, and prime steps and was exercised for 24 hours with no alarms or loss of prime warnings occurring. Evaluation revealed that the force sensor calibration reading was out of the required specifications. The pump cover was removed and the force sensor resistance reading was found to be within the required specifications. There was no contamination or damage to the force sensor circuit observed. The complaint of the pump emitting loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis 01/07/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.